Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the nozzle had foreign objects due to insufficient cleaning. Additionally, due to clogging of nozzle, air supply volume did not meet the standard value. Due to clogging of nozzle, water removal ability did not meet the standard value. Due to wear of the angle wire, bending angle in up direction did not meet the standard value. Due to wear of the angle wire, the play of up/down knob was out of the standard value. The adhesive on the bending section cover had a white clouded area. The universal cord and image guide protector had a scratch. Switch number 1 had wear. The paint on the suction cylinder was peeled. The plastic distal end cover had a dent. The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material adhered to the scope¿s nozzle was. Additionally, it was confirmed there was no delay in the start of pre-cleaning, the customer flushed the nozzle with water and air, there were no abnormalities in the accessories used for reprocessing. They did not confirm whether they¿ve presoaked the endoscope in detergent solution, they did not confirm whether they¿ve wiped the nozzle with clean lint-free cloths/brushes/sponges. They flushed the air/water nozzle with detergent solution. There were no other concerns regarding the reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported poor water delivery on the evis lucera colonovideoscope. The issue was found during an unspecified procedure. There were no reports of delays. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: nozzle has foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.